Event description:
Customer reported a balloon in the upper fitment of the silicone segment of IV tubing and stated no IV push medications or flushes were administered into the tubing. Details of event as follows: a phenylephrine infusion (concentration 25mg/250ml) was running into the right internal jugular central line, which customer stated was positional. The phenylephrine infusion 20-30 ml/hr was paused and tubing removed and placed into a new pump module due to data set update. The new module was unable to infuse due to a guardrails message, "dose exceeds minimum rate", so the user was going to switch tubing back to original pump module. The user opened the pump door and noticed the upper fitment of the silicone segment had a balloon the size of a finger. The user took the tubing out of pump and released the clamp and the ballooned area went away. The user noticed the ballooned area had a white color, which did not look right, so new tubing was primed and the infusion was restarted on the original pump. The customer is not sure which module was infusing the phenylephrine. Per the customer, the phenylephrine infusion was on hold for 5-7 minutes. The patient had hypotension with a mean arterial pressure of 48-50mmhg due to the paused infusion; once the infusion was restarted, the hypotension resolved. The patient also had hypoxia due to the paused infusion with oxygen saturation at 70 percent. The patient was on a ventilator and the fio2 was increased to 100 percent, which increased oxygen saturation. As of (B)(4) 2012, the patient is still in the hospital ICU in critical condition with a poor prognosis.

Manufacturer narrative:
(B)(4). The affected devices have been received and the evaluation is pending. A follow up report will be submitted with the results once the evaluation has been completed.